Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation findings, the malfunction was most likely caused by a component failure consistent with normal or random wear, with no evidence of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bending section cover glue of the cystonephrovideoscope seperated. There was no patient involvement.